Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set fell off event on 09-jun-2024. The infusion set was in use for 6 hours. The glucose level was 200 mg/dl.. No further information available.